Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. The customer received a replacement device and the device was archived by stryker. The cause of the reported issue is out-of-spec dimensions for the cr2 lid causing the magnet to fall out of its receptacle during installation.

Event description:
The customer contacted physio control to report that their device gave "not ready" message . Upon initial evaluation it was observed that the device lid was missing its magnet. In this state, the device would not detect the lid being opened, and the user may need to manually power on the device and a delay in defibrillation may occur. There was no patient use associated with the reported event.